Event description:
A 26mm x 15mm diameter x 16.5 length aneurx bifurcated stent graft was implanted for endovascular treatment of an abdominal aortic aneurysm in november 2000 in a pt with a history of diabetes and hypertension. It is reported that the pt had moderate calcification and tortuosity of their vessels. Upon deployment of the bifurcated stent graft, it was reported that the device was "pulled down too far below the renal arteries," therefore, an aortic cuff was placed and ballooned at the junction. The top of the aortic cuff appeared to slip proximal to the renal arteries. The renal artery, was filled with contrast and it appeared that there was no evidence of obstruction. The physician decided to place a stent at the orifice of the renal artery as to prevent the proximal aortic cuff from occluding the vessel. The stent was placed successfully and the renal artery flow was normal. It was reported that an endoleak was noted but there is no information in the operative report with regards to where the leak was or if the leak was resolved after balloon angioplasty was performed. It was reported that the pt died in november 2000 from occlusion of the superior mesenteric artery, which led to necrosis of the patient's intestines and abdominal wall. This occlusion was not seen during deployment of the device. When the patient was taken emergently to the operating room it was found that the patient's superior mesenteric artery was located just slightly above the renal artery, which is not a normal anatomical position for this artery. Limited information is available from the user facility or physician at this time.